Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent resume pump alarms occurred. Reportedly, the user did not manually suspend insulin delivery. There was no impact to the user's blood glucose level. The user would continue to use the pump until replacement pump is received.